Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a persistent alert 41 during a supply change that did not resolve after multiple restart attempts, which prevented progression to a dry run and normal use. Symptoms included no reported adverse clinical effects. Outcomes included the user arranging backup therapy with a healthcare provider and a replacement device being provided. Investigation included case intake, troubleshooting review, and shipping a replacement for continued therapy. Investigation of this case revealed an insulin shaft rewind error consistent with an insulin delivery mechanism malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.